Event description:
The sales rep reported on behalf of the surgeon that a patient had to be revised for a broken dall miles plate today. The sales rep reported that the plate was implanted (B)(6) 2013 and removed on (B)(6) 2013. The surgeon has provided the following information: patient was (B)(6) years old with dob- (B)(6) 1926. No weight recorded but she is not large. Estimated weight -about (B)(6). Arm circumference 23cm- giving bmi of between 20-30. The surgeon reported that he was surprised that the dall- miles plate failed so quickly especially as the patient was bed to chair for the first 6 weeks and only touch weight bearing thereafter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a d/m 12 in ss broad comp plate was reported. The event was confirmed. Visual inspection was performed as part of the material analysis report (mar) which concluded that "the plate broke in fatigue through the central screw hole. The origin was located on the sharp top corner with final fracture occurring around the flat bottom of the plate. The base material of the plate showed a fe-cr-ni-mo alloy composition consistent with a 316 ss alloy¿. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The event was confirmed however the exact cause of the event could not be determined. There is no evidence to suggest that the event was manufacturing or material related, further information is needed.

Event description:
The sales rep reported on behalf of the surgeon that a patient had to be revised for a broken dall miles plate today. The sales rep reported that the plate was implanted (B)(6) 2013 and removed on (B)(6) 2013. The surgeon has provided the following information: patient was (B)(6) with dob- (B)(6). No weight recorded but she is not large. Estimated weight -about 60- 65kg. Arm circumference 23cm- giving bmi of between 20-30. The surgeon reported that he was surprised that the dall- miles plate failed so quickly especially as the patient was bed to chair for the first 6 weeks and only touch weight bearing thereafter.